Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope at 10x magnification. Visual inspection of the return sample showed that there were two (2) scratches observed in the optic zone of the lens. Surface particles, fibers, and a brown substance including viscoelastic residues were observed in the optic zone. The reported complaint type is confirmed. However, mishandling of the unit could not be discarded as a possible cause of the failure. The manufacturing record review was performed. The product was manufactured and released according to specification. One (1) non- conformance report was issued; however, the report did not contribute to the reported complaint. The directions for use (dfu) was conducted and instructed how to examine the lens prior to use of the device. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon opened the box and noticed the intraocular lens (iol) was upside down and the iol was scratched. The surgeon decided to use another iol of the same model and diopter. Reportedly, there was no patient contact and the patient is doing fine.